Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned device included a mated hemostasis sheath and carrier tube assembly, another hemostasis sheath, arteriotomy locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the rear lock position. The anchor was released at the distal tip of the sheath. No other deformation or damage was observed on the returned device. The device was subjected to functional testing by manually pulling the anchor. All the contents were able to deploy except the tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The ID of the carrier tube assembly and the od of the tamper tube were measured. The outer diameter of the tamper tube was measured to be 0.0604'' which was within the specification of 0.060+/-0.002". The carrier tube ID was found to be 0.063" which is within the specification of 0.068" +/- 0.005". Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed for partial deployment pullout. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor had antegrade access in the right common femoral artery and retrograde access in the dorsalis pedis artery to treat a long lesion in the anterior tibial artery on the right leg. Treatment of the at was successful from the dp; therefore, the doctor decided to close the femoral access site with the angio-seal device involved. An angiogram of the common femoral artery showed successful access and no evidence of calcification or plaque near or around the access site. According to the doctor, the patient did not have scaring at the femoral access site. A super stiff amplatz wire was inserted into the femoral dilator and the dilator was removed as the physician held pressure at the site during the exchange to the angio-seal sheath and arteriotomy locator. The angio-seal sheath was loaded onto the wire and the sheath was advanced to the femoral artery, however, it was met with significant resistance at the access site. A quarter rotational turn of the sheath with forward pressure was suggested to minimize the sheath insertion force, without success. The angio-seal sheath was then removed from the wire and a 6 french dilator was inserted over the wire to dilate the tract and arteriotomy. The angio-seal sheath was then advanced again over the wire to the access site; however, would not enter the artery. The sheath was again removed, and the physician decided to switch to a proglide pro to close the access site. The proglide was not successful as the suture broke, so the wire was reinserted, and the device and suture were removed. As a last attempt, the angio-seal sheath was inserted back to the arteriotomy and was thought to have entered the artery as there was bleed back through the arteriotomy locator. The "in-out-in" technique was used to determine the correct depth of the sheath and an attempt was made to deploy the 6 french angio-seal. Both clicks were successful and when the physician pulled back on the sheath to deploy the collagen, the entire device came out of the body, including the anchor. Manual pressure was used to achieve hemostasis. The patient was in stable condition and the procedure was successful. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required.

Manufacturer narrative:
A4: weight: 77.11 kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.